Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective charged coupled device unit. The following causes could be prioritized for the failure ¿green image¿ : 1) unacceptable tension in the area of the charged coupled device unit assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer plastic cover to bumper sleeve". 2) unacceptable tension in the area of the charged coupled device unit assembly due to asymmetrical alignment of the spring to plastic cover before the bumper sleeve is joined. 3) pre-existing damage to the charged coupled device unit assembly due to using a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's image turned to green. The issue was found during the procedure. The procedure was diagnostic(gastric bypass). The procedure was completed with a similar device. There was no delay and there was no patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.